Manufacturer narrative:
Additional information received on 08-jul-2025. The physician¿s opinion on the cause of this adverse event was that by going retro aortic, they could have destabilized an existing atherosclerotic plaque creating a chain reaction leading to thrombus. The intervention provided was stent procedure in the left coronary. However, the vessel re-stenosed over the stent and needed reanimation for about 2 hours. They provided cardiac massage and put him on ECMO before transferring him to (B)(6) hospital. Details on event: they had a pvc procedure on the left ventricle lvot. The procedure lasted for 1:30h. They did 6 ablations. The pvcs disappeared after the second ablation, then waited 10 minutes after the last ablation. The radio frequency (rf) ablation time was less than 2 minutes. About 10 minutes after the patient was sent back to his room, he had cardiac arrest because of a thrombus in the common trunk. The patient had a successful stenting procedure in the left coronary. But about 30 minutes after he was sent back to his room after the stenting procedure, he re-stenosed over the stent. He had another cardiac arrest and needed reanimation for about several hours. They provided cardiac massage and put him on ECMO before transferring him to (B)(6). In addition, provided patient information and therefore, processed the following fields: a2. Patient age at the time of event, a2. Age unit, a3a. Sex, a5. Ethnicity. Also provided the product information for a concomitant generator. Therefore, processed the d10. Concomitant medical products and therapy dates section. In the 3500a initial it was reported under additional information received on 20-may-2025 that after the patient was transferred to the other hospital, the patient died of hemorrhagic shock. During an internal review on 02-aug-2025, noted a correction to the 3500a initial as the b2. Date of death field was not processed. Therefore, processed as (B)(6) 2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc ablation procedure with a thermocool smarttouch sf catheter and experienced cardiac arrest due to thrombus in the common trunk, stenting of the left coronary artery treated with stenting and transferred to another hospital. The patient died of hemorrhagic shock. Minutes after the patient was sent back to his room, cardiac arrest occurred because of a thrombus in the common trunk and needed stenting in the left coronary. However, restenosis was noted over the stent and had another arrest and needed reanimation for about 2 hours before being transferred to another hospital for surgery. The pvc procedure was on the (lvot) left ventricle outflow tract. The procedure lasted for 1 hour and 30 minutes with 6 ablations. The pvcs disappeared after the second ablation. Waited 10 minutes after the last ablation. The rf ablation time was less than 2 minutes. Additional information was received on 20-may-2025. After transferred to the other hospital, the patient died of hemorrhagic shock. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The picture investigation details. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, procedure settings were observed on the carto 3 screen. However, none of the reported adverse events can be confirmed based only on the images provided. The lot number is not available; therefore, the manufacturing record evaluation could not be performed. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer¿s reference number: (B)(4).